Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was subluxing in repetition, 6 times in a row. X-rays showed broken ring on constrained pinnacle liner. Surgeon removed ring, 2 pieces, and poly and cup. Replaced with stryker's dual mobility implant. The patient had originally a metal/metal implant and was revised in 2014 to remove m/m implants and replaced by a pinn constrained liner. The ring broke and she had to be revised again

Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot code(s) was not provided. Examination of the photograph provided confirmed the reported event. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.